Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2007104 , no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defects were observed on any of the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: based on the available information we are not able to determine a root cause at this time. Rationale: based on qda limits for cpm for this product and defect no corrective action is required at this time.

Event description:
It was reported that syringe 50ml ll was damaged and leaking. The following information was provided by the initial reporter: senior pharmacist (B)(6) pharmacy from hospital emailed sales specialist on (B)(6) 2021 to report 1 cyclophosphamide syringe was leaking during use (code and batch details to be confirmed upon receipt of compounding batch documents). Customer reported a fine crack along the syringe barrel. There might have been some minor leakage into the inner pouch, but nothing really obvious until staff pushed the plunger during administration. Further information requested including whether there was patient involvement, whether there was any skin contact with the spilled cytotoxic solution, what actions were taken immediately after spill, whether there is any side effects or treatment / medical intervention as a result of this event and whether there was any damage observed to the product packaging, or the carton the product was provided in. This was identified at the hospital on (B)(6) 2021 during use. The actual sample was discarded by the customer, no photographs have been provided for investigation. [4-may-2021]- additional info received customer reported there was no patient involvement and confirmed this incident occurred during manufacturing in the cleanroom. There was no skin contact during this event. Customer confirmed a split down the side of the syringe was observed after the incident not noticeable beforehand. No damage was observed to the outer packaging.